Event description:
According to the reporter, when preparing for dialysis, a crack was found in the joint, and the attending physician was notified. There was a leak, and a crack was observed at the luer (red arterial) adapter. Cracked was the unusual thing observed on the device prior to use. No other products are being utilized with the device. No excessive forced use on the device. Flushing was done, and cracks were observed before flushing. No instrument was used to loosen or tighten the device. Tego was not utilized. Iodophor was the cleaning agent used on the device. The cleaning agent(s) are allowed to dry thoroughly prior to applying ointment(s) to the area. As a remedial action, the catheter was repaired. The procedure was continued and completed after the remedial action was performed. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. No blood loss, and blood transfusion was not required. No intervention/treatment was required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.